Manufacturer narrative:
Analysis of the mobile application logs indicated the pacing system analyzer application was stuck/frozen. The complaint was confirmed based on log files. The most likely root cause was traced to a component failure. The issue was observed at the phase, when multiple downlink requests carrying the programmed parameters failed due to the no response from the pacing system analyzer (psa) device (the request was delivered there but the psa didn't respond in 10 seconds). No workaround currently exists. The user will have to end the session and reconnect. Further action was not required because an existing corrective action or investigation is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer's analyzer 'locked up' during a procedure. It was noted that the issue occurred after sensing was completed with the analyzer. Pacing was opened up for the right ventricle and the analyzer 'locked up' at this point. It was further noted that the user was unable to decrement down from five volts and the analyzer would not close. An alternative non-mobile programmer was used to complete the case which was successful. The mobile programmer remains in use. No patient complications have been reported as a result of this event.